Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump would not work and displayed error code 42224 with a red screen. It was reported that the infusion was not life-sustaining, the remaining infusion volume was wasted and subsequently the pump was exchanged. No adverse patient effects were reported.